Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced a sudden onset of squeaking in her left hip. An x-ray was taken and it showed the femoral head off center and sitting superior in the acetabular cup. Revision surgery was scheduled. The surgeon thought that the poly may have separated from the cup. In surgery, it was observed that the cup and liner to be secure, however, there was significant wear of the poly superior. Also, a significant amount of heterotopic bone surrounding the trunion up to the femoral head was noticed. The head and poly were removed. Through visualization, the surgeon determined the cup and locking mechanism was still intact so a new poly and femoral head was placed. The surgeon also removed all heterotopic bone. There was no surgical delay. Doi: (B)(6) 2018. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence for unknown hip acetabular cup the allegation was able to be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.